Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, and the user stated they were not sure what happened. Symptoms included insufficient information regarding specific clinical manifestations. Outcomes included insufficient information regarding the impact on the user. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and the device problem, device component, and clinical details were insufficient to establish a link to a specific failure mode. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.